Manufacturer narrative:
The device power up properly after the battery installation and the unit was received with operating currents within specifications. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement test. No motor error alarms noted. The motor passed the motor test. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly noted. The unit had cracked battery tube threads, scratched screen, and the drive support disk was slightly loose.

Event description:
It was reported that the belt clip was broken in half. The blood glucose reading was 120mg/dl. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving up or down with the customer's intervention. The caller mentioned that the bolus button was unresponsive and the insulin pump alarmed motor error, low battery, and low reservoir. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.